Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 875 mg/dl. Cause of high bg was not known. Reportedly, customer was "sick with covid during this time". Customer was admitted to the intensive care unit and treated with intravenous fluids; nature of fluids was unclear. Customer was discharged 5 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.